Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 136 ohms, with variable impedance between 77 and 121 ohms before that. The rv lead remains in service. No adverse patient effects were reported.